Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer's domain controller had gone down, preventing users from authenticating. The technical support specialist had resolved the issue by changing the user domain address and confirmed that users were able to sign in normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue where users were unable to log in. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.